Manufacturer narrative:
Upon retrospective review, it was discovered that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3016438761-2021-00289 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. H3 other text : see.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg results for one patient. The following data was provided (reference range: results <1.6 iu/ml is nonreactive, results >/= 3.0 iu/ml is reactive): (B)(6) 2021 sid (b)(60 initial result = 8.8 iu/ml. The previous result in (B)(6) 2021 was nonreactive. The sample was repeated twice which generated a result of 0.3 iu/ml both times. No impact to patient management was reported.